Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a tlh procedure on (B)(6) 2022 when it was reported, ¿balloon drop. After a hysterectomy at tlh, the doctor removed the vcare to remove the uterus and noticed that there was no balloon at the tip. When he searched for it, he found the balloon inflated inside the patient's body, so he took it out with forceps.¿. The procedure was reported as having been completed without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. The reporter reported that all fragments were removed during the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a tlh procedure on (B)(6) 2022 when it was reported, ¿balloon drop. After a hysterectomy at tlh, the doctor removed the vcare to remove the uterus and noticed that there was no balloon at the tip. When he searched for it, he found the balloon inflated inside the patient's body, so he took it out with forceps.¿. The procedure was reported as having been completed without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. The reporter reported that all fragments were removed during the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned disassembled. There is adhesive present where the uterine balloon was attached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found 2 events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame 542,776 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.